Event description:
Reportedly, during the pta procedure to heavily calcified cto lesion at left tbi, tip of the guidewire was trapped. With further manipulation, it was noticed that the plastic jacket was broken and separated. Physician continued the same procedure with another same type guidewire of other lot number, which was again noticed to be broken and separated in the lesion. The separated plastic jackets are left at the lesion at the physicians discretion.

Manufacturer narrative:
Investigation of device could not be conducted as the device was reportedly discarded at the user facility. Lot history review revealed no anomaly relating the reported event. No other incident report has been received for this lot product. With the provided information, it is presumed that rotational and/or pullback manipulation was made to the guidewire which was trapped by the heavily calcified cto lesion, resulting the breakage of the plastic jacket due to the force exceeding the product design limit. Warning section of IFU describes: if any resistance is felt due to spasm or the guide wire being bent or trapped while operating the guide wire in the blood vessel or removing it, do not move or torque the guide wire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. When torquing this guide wire inside the blood vessel, do not torque continuously in the same direction. When torquing the guide wire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720 degrees) in the same direction. There are patient risks when using any guide wire including those that may result from damage to or breakage of, the guidewire.